Event description:
Customer woke up with high blood glucose of 465 mg/dl and currently it was 425 mg/dl. Customer was vomiting so her spouse took her to the emergency room. Customer did not fell well to troubleshoot had treated with manual injections. She was advised to contact her doctor. Customer stated she was going to monitor the device and call back to troubleshoot when she felt better. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.